Event description:
It was reported that the patient was seen in the emergency room experiencing weakness. The patient was in heart block with a heart rhythm of 30 beatsp per minute. The right ventricular lead exhibited high impedance.. It was determined that the lead had fractured. The lead was capped and replaced. The patient was noted to be doing well following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.